Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2020. It was noted the catheter was explanted/replaced on (B)(6) 2020. No further complications were re ported/anticipated.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported patient's chief complaint today was neck pain bilaterally. The patient also complained of diffuse headache. The patient rated their pain level at 7/10. The patient was aching and throbbing. The patient denied any changes in their pain since the last visit. The patient denied new progressive neurological symptoms in the lower extremities. The patient denied any changed in their general health since the last visit. The patient denied any visits to urgent care or an emergency room since last visit. The patient noted they were unable to sleep because of pain but denied a history of sleep apnea. It was noted the catheter malfunctioned on (B)(6) 2020. The catheter was unable to be aspirated and the patient had nausea. The patient did not want to take oral opioids and wanted to start xanax. Opioids were discontinued for chronic scripts, but was provided #15 tabs for the failed dye study. They added 3 more boluses to 12 boluses per day. The patient got intermittent relief with boluses, so will add these for additional help with the reduction of simple continuous dose. The patie nt was sent vistaril as well for withdrawal. It was noted that the spinal catheter had a kink about 2 inches distalto the anchor, picture included. When this is straighten out a slight flow was noted but very sluggish. A new spinal catheter was implanted and free flow of csf noted. Pressure testing on the back table showed the kink did obstruct the flow and when straightened up there was one hole that was patent. There were no environmental/external/patient factors that may have led or contributed to the issue noted. It was noted the issue resolved.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6) 2015product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial/lot #: (B)(4), ubd: 26-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving fentanyl (500mcg at 273.48945mcg/day) and bupivacaine (20mg at 10.94104mg/day) via an implanted infusion pump. It was reported that the patient called in on (B)(6) 2020 stating they were not having good bolus control. It was noted that sometimes it was effective and other times it was not. The elective replacement indicator (eri) was in 19 months. A catheter dye study (cds) was ordered and on (B)(6) 2020. The dye study failed as they were unable to aspirate. A pump and catheter replacement were scheduled for (B)(6) 2020. The pump was decreased by 50% to wean and vistaril was prescribed for withdrawals. The event was ongoing and the etiology indicated the event was related to the device/therapy and was not related to the implant procedure.

Manufacturer narrative:
H3: the catheter was returned, and analysis found a kink in the catheter body and damage to the transition tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.